Event description:
Ems staff were called to a person experiencing an epileptic event. When an attempt was made to administer a countershock to the pt, the device allegedly failed to deliver the shock to the pt. This opinion was based on a lack of pt muscular reaction to the discharge. The pt was not resuscitated.